Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a seizure due to low blood glucose of 30 mg/dl. Caller stated that customer's father gave him a glucagon and the blood glucose went up to 80 mg/dl. Customer was taken to the hospital. Reviewed alarm history and found low reservoir alarms. Caller stated that the doctor think that the customer overdosed on insulin. Nothing further was reported.